Manufacturer narrative:
This lot was manufactured february 9, 2016 - february 11, 2016. One actual intermate was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection verified that the blue winged luer cap was missing. The cause of the problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue luer lock was noticed missing from a small volume intermate during preparation. There was no patient involvement. No additional information is available.